Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they kept receiving an insulin flow block after changing the infusion set. The customer went through seven different infusion sets. Customer's blood glucose level was 8.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, seat, displacement and occlusion tests. No unexpected insulin flow blocked alarms were noted. The pump had a scratched case, a scratched keypad overlay and minor scratches on the display window.